Event description:
Round fine diamond bur 0.5mm used to drill cochleostomy. Pt had thick bone and needed increased drilling, at the end of drilling the drill tip broke off. The surgeon had difficulty removing the broken tip because it had lodged into the bone so he ended up making the cochleostomy wider which may have caused injury to the facial nerve. Post op vertigo.